Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that one day after implantation the pt fell out of his bed due to fever. He then stayed in the hospital for 10 days. Testing was carried out which showed 4 electrode channels with status 'hi'. The pt is not able to hear any sound or voice. (B) (4) revealed no response.